Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the bottom port. The leaks were discovered after pumping the tpn, prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was manufactured between april 03, 2018 - april 04, 2018. The actual device was not available; however, three companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed and no leak was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.